Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a data sync (database synchronization) failure. This failure was preventing the station from properly communicating and uploading data to the server. A manual recovery was needed to restore synchronization. A technical support specialist (tss) found that the data synchronization issue from logs showing an invalid change tracking value. The tss performed recovery using carefusion admin following the knowledge article manual recovery required- datasyncinvaliduploadchangetrackingvalue, after which logs were stable, and synchronization status was current. Contacted the customer, who confirmed resolution, and the case was closed with approval. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system contained a medication that was nearing expiration. The medication had already been unloaded from the machine. The machine was then disconnected, reconnected, and confirmed to be communicating. However, the only medication that was expiring was labeled as unused. Despite this, when the outdate report was pulled, it still appeared as loaded. This led to the conclusion that the station was somehow not communicating properly. The reported issue occurred due to a database synchronization failure, which prevented the server from communicating with the device. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.